Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that screen was not visible to see what was on the screen. Customer stated that it takes longer to rewind. Customer stated that there was crack on top of the up button and wavy crack on the top of the screen amount of insulin. Customer stated that retainer ring was not damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.